Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 163,230 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported. The device was not returned for evaluation.